Manufacturer narrative:
Complaint conclusion: as reported, a piece of the tip of a 6f judkins right 4 100cm infiniti diagnostic catheter broke off in the patient's radial artery during a cardiac cath while visualizing the coronary arteries. This resulted in the patient needing a follow up surgery to remove the tip and was removed successfully. There was no reported patient injury. The product was properly stored and opened in a sterile field. The user was trained to the device. The device was not returned for analysis and the sterile lot number was not provided, as such a product history review could not be performed. The reported ¿brite tip/distal tip-separated¿ could not be confirmed without the return of the device or imaging. With the limited information provided an exact cause for the event could not be determined. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ the IFU also precautions to use a guidewire when introducing the catheter through the catheter sheath introducer. Forcibly aspirate and flush the catheter with heparinized saline solution at least once very two minutes. Ptef coated guidewires are recommended for use with cordis angiographic catheters. Based on the limited information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The lot number is unknown; if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a piece of the tip of a 6f judkins right 4 100cm infiniti diagnostic catheter broke off in the patient's radial artery during a cardiac cath while visualizing the coronary arteries. This resulted in the patient needing a follow up surgery to remove the tip and was removed successfully. There was no reported patient injury. The product was properly stored and opened in sterile field. The user was trained to the device. The device will be returned for evaluation.